Manufacturer narrative:
(B)(4). Returned product consisted of an apex balloon catheter. The balloon was loosely folded. The shaft, hypotube, and bonds were microscopically and visually examined. The hypotube was completely separated 73.2cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There is tip damage. There were numerous hypotube and shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 40mm apex balloon catheter was advanced to dilate the lesion. However, the device was pulled out from the patient's body and before inserting the device back into the patient, it was noted that the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.